Event description:
It was reported that the surgeon was using a cup impactor code n (instrument), during the impactation of the acetabular component the rim impactor broke. Another instrument was then used in order to complete the surgery.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).